Event description:
It was reported via repair work order that the scales were inaccurate due to malfunction load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the scales were inaccurate due to malfunction load cells. Conclusion: this issue was resolved for the customer by sending the part and customer will do their own repairs. A visual and functional inspection was performed by an unidentified individual from (B)(4) medical center.

Event description:
It was reported via repair work order that the scales were inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.